Event description:
Date notified: 06/03/2006 a model 324 on-board suction system failed to provide sufficient vacuum. An inspection of the device revealed a defective vacuum pump. The vacuum pump was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.